Event description:
It was reported the patient saw a low battery screen on their programmer and they put new batteries in and were still seeing that screen. It was noted the patient hadn¿t used their programmer in a year. It was also reported the patient had gastric bypass surgery and the day of report their stimulation started stimulating their uterus and the patient described the stimulation as ¿heavy.¿

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v689339, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).